Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, 750mcg/ml at 65mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. An infection was reported. The patient was to have routine pump replacement the day of the report and when the reporter interrogated the pump they noticed the pump pocket was swollen. When the physician opened the pump pocket they saw dark brown serous fluid and cloudy csf. The pump and the catheter were explanted. The cultures were pending. The patient was hospitalized. Additional information received from the healthcare provider reported that the results of the cultures and the cause of the infection were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.